Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved angio-seal device's tamping tube became stuck. The doctor had to manually cut the tube in order to deploy the angio-seal. The patient's condition was good, and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation and additional information. It was initially reported the device was available for evaluation, however the device was discarded by the user facility have been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction. Follow up no. 2 was inadvertently submitted without the information provided. The information has been provided. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Sections have been updated with the information provided.

Event description:
Additional information was received on august 13, 2018. A heart catheterization was being performed with a 6fr femoral sheath. There were no issues with arterial access and an angiogram was performed to verify appropriate location before closing. The reported issue occurred during the deployment attempt. The doctor stated that when deploying the device, it would stick, and in order to deploy he had to cut the tamping tube with scissors and manual complete the deployment. Hemostasis was achieved with the angio-seal device. Blood loss was not greater than 250cc.